Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic during a follow up. The device was post paced t wave oversensing. The oversensing was noted on a real time electrocardiogram. Programming changes were suggested; however, no changes were performed. Patient was stable.